Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that the 8mm tenaculum forceps instrument's wire was broken off and loose. It is unknown if a fragment fell into the patient. No further information was provided.